Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. If lot/serial numbers are obtained, the review will be included on the final report.

Event description:
The following was reported to gore: on an unknown date in 2014, the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2019, a proximal type I endoleak was identified and successfully treated with the implantation of a gore® excluder® aortic extender endoprosthesis on (B)(6) 2019. The cause of the endoleak is unknown. The patient tolerated the procedure.